Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the instrument test well image in question, which visually appeared to show a faint ring around the clearly visible and sharp red blood cell button. The immucor laboratory tested retention product on 14sep2017 which performed as expected.

Event description:
On (B)(6) 2017, a (B)(6) customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument.